Event description:
Customer reported that the insulin pump alarmed motor error during prime. Device was not exposed to a magnetic field. Customer does use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump received with motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.